Event description:
User facility reported, they were attempting a uterine ablation with a disposable novasure device but had to abort the procedure due to an unsuccessful cavity integrity assessment (cia) test. The physician removed the novasure device from the patient's cavity and performed a hysteroscopy. He noted that there was a "very small perforation" in the uterus. The physician repaired the perforation with cauterization and then performed a tubal litigation. Additional information was received on may 30, 2008. The patient was reportedly "doing great" after the procedure and was discharged from the hospital in 2008.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.